Manufacturer narrative:
The device was returned for analysis; however, the pusher was not returned. The implant was noted to be stretched at multiple locations and deformed. The pet stretch resistant thread was broken. Based on the available information and evaluation, the root cause of this complaint cannot be determined, as the pusher was not returned.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has not yet been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that the embolization coil would not detach with 5-6 attempts. At some point afterward, the coil stretched and then detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported patient injury. The patient is reported to be "fine."